Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. At 1:40 am the bg was 269 mg/dl but the cgm was reading 114 mg/dl. At 8:34 am the bg was 313 mg/dl and the cgm was reading 190 mg/dl. The pediatric patient had no symptoms of hyperglycemia. The patient's mother gave her 3.8 units of insulin. At 10:00 am the bg was improved at 180 mg/dl and at 12:36 pm the bg was 138 mg/dl; no comparison cgm readings for the two post-treatment values were provided. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hyperglycemia.